Event description:
It was reported the customer received a no delivery alarm during a manual prime. Customer's blood glucose was 111 mg/dl. Troubleshooting found insulin was able to exit manually with a push plunger. However, it was also found the insulin pump alarmed no delivery with a manual prime. Customer was advised their insulin pump was working as designed. The customer also stated they were able to complete the rewind sequence at the end of troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.